Event description:
New information received stated that programming changes were not made.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was under sensing noted on a confirm device. Programming changes were recommended. Additional information was not reported.